Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis, surgical intervention, and prolonged hospitalization. It was reported that at the beginning of an afib case, a pericardial effusion at baseline was discovered. The pericardial effusion was confirmed by intracardiac echocardiography (ice). They continued the procedure and continuously monitored the pericardial effusion throughout the procedure. They checked the scans pre and post procedure and the pericardial effusion showed no change. A few hours later, they checked the patient again and they found that the pericardial effusion was significantly worse. The medical intervention provided was a pericardiocentesis plus a surgical window and about 1000cc of fluid was removed. The physician is unsure of what may have made the effusion worse hours after the procedure. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The physician stated that the blood looked dark and so he suspected that it was due to ablation of the ra flutter line/cti line. The patient outcome of the adverse event improved. The patient was stable and recovering well after the surgical window was placed. The patient required extended hospitalization due to the pericardial effusion and surgical window. A stockert smartablate (sn: g4c-6480-a) was used in the event. A transseptal puncture was performed using a brk xs series, 71cm (cat #: g407208). No ablation was performed prior to the baseline imaging with ice, where a large pe at baseline was noted. This was done pre-ablation to monitor for change. Ablation was then performed for the pvi and flutter line, and no change was noticed while doing a post ablation ice check for enlarged pe. No clear evidence of a steam pop based on impedance graphs during ablation. The physician did not recall an incidence of steam pop. The event occurred a few hours post procedure. Normal flow settings for stsf were used; 8ml for 30w or less and 15ml for 31-50w. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Graph, dashboard, vector force visualization features were used. The visitag module was used, parameters for stability used were: range: 3mm, time: 3 sec, no fot, tag size: 3mm. No additional filter was used with the visitag. Impedance drop color option was used prospectively. This complaint will be conservatively reported as ablation was performed prior to the pericardial effusion becoming significantly worse. Should additional information become available this complaint will be reassessed.